Event description:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument without any allegation against it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed failure analysis investigations on the received 8mm monopolar curved scissors (mcs) instrument. The instrument was analyzed and found to have broken grip cable at distal end. Additional observations : the instrument had a broken tube extension and a dislodged proximal clevis. No parts were missing. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.